Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the patient pack was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks/clips can be attributed, but not limited to wear and/or due to the handling of the pack. Concomitant medical products: h601h29, heart ring, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the controller prep prior to implant, the connector piece, that holds the controller in place on the patient pack, snapped when inserted inside the connector receptacle. Both the connector and receptacle piece broke and only the strap was left. The patient pack could not be closed due to loss of the connector. The patient pack was exchanged. There was no patient involvement.